Event description:
It was reported that the device was used during a laparoscopic vaginal vault suspension. It was reported by the rep that the surgeon experienced difficulty when depressing the knot release button. Some force was used; the knot didn't release. The surgeon released cartridge in the pt's abdomen. At this point, the staff and surgeon noticed an unidentifiable "wire" in the pt's abdomen. The wire had to be retrieved from the pt's abdomen. No product or wire was saved.